Event description:
Mitek has been notified by a surgeon that he has had several revision surgeries for the cufftatack in addition he has had inquiries from a legal firm with questions that insinuate litigation.